Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v969911, implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient suspected the internal neurostimulator had flipped. It was noted the patient had pain at the device site and it had gotten worse. It was reported the patient could hardly get out of bed. It was noted the patient was going to seek medical attention.